Event description:
On (B)(6) 2010, the patient reported that, while he was bolusing, his insulin infusion device changed his basal rate from .7 units to .1 unit for that hour. He stated he programmed a .5 bolus and watched it count down and deliver but when .1 was reached the .1 stayed on the screen. He tried another bolus and the same thing occurred. He then checked the basal rates on his device and for the hour of 6-7am the rate had changed from .7 to .1 unit. He changed the rate back to .7 units. He has another basal rate profile but stated none of his profiles use the .1 amount. He stated his device has been exposed to a security gate and a security wand but not recently. His device has not been dropped or exposed to moisture. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and requested to be returned for evaluation.